Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 10 minutes of continuous renal replacement therapy with an unknown prismaflex set, air was observed coming from the access, which triggered the ¿access extremely negative¿ alarm. The treatment was terminated without returning the extracorporeal (ec) blood to the patient. The treatment was restarted with a different prismax machine, and the machine alarmed again after 20 minutes into therapy, resulting in treatment termination. The ec blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.